Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The system would only blow air. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.